Event description:
Event description boston scientific received information that this device displayed an elective replacement indicator (eri) with a monitoring voltage of 2.55 v and a charge time of 22.5 seconds. The charge time for an automatic capacitor reformation was 12.5 seconds approximately 6 months earlier. There is a concern that the battery depleted prematurely.